Manufacturer narrative:
The pump remains in use supporting the patient. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient has had a driveline infection since (B)(6) 2013. The patient continues to take oral antibiotics.